Event description:
Following a percutaneous procedure the arteriotomy site was sealed with a 6f angio-seal sts plus device. Hemostasis had been achieved and the pt was sent to the nursing floor. Approx one hour later, the pt bled from the arteriotomy site. Hemostasis was achieved using manual compression. The physician stated the black indicator mark was not seen in the angio-seal suture during deployment.